Manufacturer narrative:
Hu-friedy does not track our devices, which are mostly low risk class 1 devices, by serial number, only a lot number which is tied to the date of manufacture. The product involved in the event does not have an expiration date. Class I devices do not require a UDI. The device is not implanted. The device is not explanted. The (a) nda number, bla number and 510 (k) number are not applicable to this class 1 device. No protocol numbers are relevant. Section this is not a follow-up. This is an initial report. No remedial action initiated. No correction/removal initiated. Device not received.

Event description:
The dentist was using the instrument to elevate the roots during extraction of tooth #30 when the instrument broke in the patients mouth. The patient returned one month later to have the broken piece removed.

Manufacturer narrative:
Follow-up report: on 5/17/2017, the device was returned for quality evaluation. Upon evaluation, the unbroken working end of the device was found to be bent. This is an indication of the application of forces higher than material capability to the working ends of the device, consequently resulting in breakage. Brand name has been updated. Lot number has been updated. The device is not single-use. Date returned to manufacturer has been updated. Follow-up type has been updated. Device has been evaluated by manufacturer. Device manufacture date has been updated. Device is not labeled for single use. Event problem and evaluation codes have been updated.